Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient alleges pump does not administer insulin. Patient reported experiencing blood glucose levels over 300 mg/dl that did not decrease with the administration of a corrective bolus. Patient stated she obtained a blood glucose level of hi so she went to the ER where she was treated with 10 units of subcutaneous insulin and 6 units of insulin IV diluted in fluids. Patient reported in the afternoon of that day she presented with a blood glucose level of 112 mg/dl and was instructed by the ER staff to administer the afternoon bolus via pump. Patient stated an hour and a half later she experienced a blood glucose level over 400 mg/dl so she disconnected the pump and followed alternative treatment; has been normoglycemic since then. Requested return of the alleged pump for evaluation.